Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown. If received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a cordis inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, a scan noted that the patient¿s ivc filter had a bent in one of its posterior medial struts. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Kink / bent strut of the device is a known potential event associated with use of the ivc filters, the ivc is a dynamic vessel subject to ongoing physical stressed and this and impact the shape of the filter struts over time. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of a cordis inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, a scan noted that the patient¿s ivc filter had a bent in one of its posterior medial struts. Further, the patient is at risk of suffering injuries possibly permanent and life threatening and will require extensive medical care monitoring and treatment due to long term implant of the ivc filter. The patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability and other losses not limited to the apprehension and risk associated with retaining a defective device inside the body.